Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Reportedly, customer performed a pump reset prior to troubleshooting with tandem technical support, and resumed insulin delivery to address bg. Customer continued to use the pump for insulin therapy.